Event description:
Subsequently, the device was explanted due to normal battery depletion and returned for standard analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The device was confirmed in end of life (eol) at explant and met longevity expectations as confirmed via analysis. The unit has been archived as meeting specifications.

Event description:
Boston scientific received information that the longevity of this pacemaker was not as expected. The patient was encouraged to speak to their local physician and if deemed necessary, have a device longevity assessment to confirm rate of depletion. To date, no further information has been received and no adverse effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.